Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. Console logs from the reported day of event are consistent with complaint and show that after 28 days of uninterrupted hemodynamic support a software process became unresponsive, and console performed partial reset (as per design). During the restart, pump was paused for less than 30 seconds, after which pump automatically resumed operation. Support continued for another 38 hours, after which the pump was manually stopped, presumably to be transferred to a backup console. Aic logs also indicated multiple interruptions of data streaming. Console was tested, but the issue was not reproduced, and no unresponsive sw processes were observed. There is no evidence that would indicate any relation between unresponsive process and interruptions of data streaming. Unexpected reboots of the rlm were most likely caused by som microsd card corruption, however root cause of its corruption could not be determined.

Manufacturer narrative:
The console was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that during use the automated impella controller (aic) suddenly blacked out and after 10 seconds, restarted. The aic was replaced to successfully complete the case. There was no harm to the patient.